Event description:
It was reported that pump displayed malfunction alarm while pump was being updated. There was no adverse impact to the customer¿s blood glucose level. Customer attempted pump reset with support from technical support, but malfunction alarm recurred, so pump replacement was arranged under warranty. Customer planned to use multiple daily injections as backup insulin therapy, was instructed to place pump in storage mode before return, and was advised to manually enter pump settings and reconnect continuous glucose monitor to replacement pump.